Event description:
A dealer has called and reported the following: chair stops after going up the door threshold to house and other places as well. The end user reportedly uses the device a lot both inside and outdoors. The end user has been using this wheelchair since (B)(6) 2010 and now reports issues with device stopping and starting. No injury. In speaking with the reporter a battery issue was identified.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m91 serial number/date (B)(4) is approximately 2 year, 8 months old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The dealer was contacted for additional information on this incident. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The owner's manual states the following specific to this device: coping with the irritation of everyday obstacles can be somewhat alleviated by learning how to manage your wheelchair. Keep in mind your center of gravity to maintain stability and balance. While the walking beam allows to traverse up to a 3 inch bump or threshold, stopping after the wheels cross the bump poses a problem. The wheelchair cannot reverse over the bump at this point. Continue forward and then turn around. While the wheelchair is designed for use primarily in and around the home, the provider should determine whether this wheelchair is suitable for the actual environment in which the wheelchair will be used. Also the manual states do not attempt to drive over curbs or obstacles greater than 3 inches. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair. Always stop before climbing an obstacle. Approach slowly until front casters are approximately 18 inches away from the obstacle. Slowly apply power to move forward, over the obstacle.